Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an st elevation occurred which self-resolved. Difficulty was noted while performing the transseptal puncture. The introducer tended to stay too far to the foramen ovale but with more rotation, the physician was able to resolve this issue. After the transeptal puncture, an st elevation was observed on ECG. A transthoracic echo was performed and was negative for pericardial effusion. After 20 minutes, the st elevation resolved. A coronaography was done which was negative. The procedure was completed with no adverse consequences to the patient. The physician believes the st elevation was related to the exchanges on the needle between the line pressure and the contrast liquid. There were no performance issues with the introducer.